Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents, self, restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor, excessive no delivery tests and displacement test due to blank display. Pump received with minor scratched lcd window, cracked belt clip slot,cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump has fluid underneath the lcd display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer vomited on the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.